Event description:
Yes, the sensor will not link! For 3 months, I haven't had 1 sensor make the whole 10 day period! There is a major problem with the sensors. I'm on medicare and it cost me a lot of money! Product details: I continually have sensor failure and also failure to link. Sensors will not last the 10 day period. This has been going on for months. They're defective.